Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system was failing verification check out for gas control. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was no loss of any ventilation modes. This was an issue with the latching valve which is not hazardous. This was not a reportable malfunction. Additional information was received stating that there was no loss of any ventilation modes. This was an issue with the latching valve which is not hazardous. This was not a reportable malfunction.